Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: perforation requiring a second graftmaster stent. Device issue: stent graft leak. It was reported that a non-abbott device caused a perforation and that a graftmaster stent was used for treatment; however, the first jostent graftmaster did not seal the perforation. A second graftmaster was then used to seal the perforation completely. The pt has since died; however, the cath lab stated it was not related to the graftmaster stents, but due to the perforation and pt's health. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4).